Event description:
Boston scientific was notified that during an event after deployment of the subject device, the proximal section of the stent did not open correctly. The physician manipulated the stent with a .014" catheter and guidewire, and finally the stent opened and conformed to the vessel wall. No complications were reported to have occurred with the patient during this event.